Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unk. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the silicone insulation on the hemopro jaw was peeled upon opening the package. A replacement device was used to complete the procedure. The hospital will be reportedly not be returning the product in question.